Event description:
It was reported the pt ((B)(6)) experienced burning sensations and ipg movement in the pocket post-operatively (this was not reported to the sjm representative until (B)(6) 2012). Follow up information provided by the pt's pain management team revealed the pt complained of increased pain and opioid use. The scs system was able to be interrogated; however, effective coverage could not be established. The pt later reported continued pain at the ipg site with a burning sensation felt in the hip, leg and knee. The pain reportedly caused the pt to walk with a limp. The pt will undergo surgical intervention at a later date to resolve this issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.